Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump and pump battery were hot to touch. The patient was attempting to bolus with the pump when he noticed that the screen was cracked and the device was warm. The pump was removed from the patient. The reporter denied that the patient's skin was red. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump and battery felt hot to touch. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the display screen was found to be cracked in multiple places and the pump was found to be warm. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The investigation was not able to be completed due to the display not being visible when the pump was powered on. The electrical current readings were found not to be within specification. A new screen was inserted into the pump and the electrical currents were found to be within specification.